Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported their front tooth broke, it was the one that would not correct properly, and having trouble with getting it aligned. Aligners now do not fit. Requested diagnostic findings, appears #8 is the broken tooth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.